Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the feedback from the field. Additional details have been requested regarding the reported event. At this time, no response was received from the customer. A field service engineer (fse) was onsite 04 may 2023 to service the oer- elite serial number (s/n (B)(6) reported in complaint number (B)(6) in conjunction with this reported device. Service was completed and the oer-elite was restored to specification. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Per the customer¿s request the field service engineer (fse) was dispatched to the facility to inspect the oer-elite. To date, this device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that debris came out of the evis exera iii gastrointestinal videoscope. The issue occurred during reprocessing when the biopsy forceps were pushed through the scope. The customer stated the scope was properly brushed prior to being placed in the oer-elite. There was no patient harm associated with the event.